Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and a se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The home patient (hp) had 4 bags connected with solution in the heater and final bags and with air in the drain line and final line. The hp confirmed with the connection was tight and cycled power to the hc which alarmed se 2367. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.during a follow-up with the customer, it was confirmed that he is ok and has continued on with his therapy. He confirmed that the alarm was cleared by cycling power to the hc however he did not know what caused the alarm. He advised that he didn't check the products for damages/leaks as he also didn't notice any.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed due to a lack of sample; therefore, a root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.